Manufacturer narrative:
510k: this report is for an unknown nails: tfna/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4) used to capture: it was reported that the insertion angle of the guide wire was not proper. The end cap could not be inserted and assembled to the nail. The incision was extended to attempt to assemble the end cap to the nail. The surgery was completed without the end cap with a reported delay of 30 minutes. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during open reduction internal fixation with trochanteric fixation nail advance (tfna) system that was applied to femoral trochanteric fractures, the tfna end cap in question could not be inserted on the unknown tfna nail. The surgeon removed the unknown insertion handle from the unknown tfna nail and tried to insert the tfna end cap in question over an unknown guide wire with hook using a stardrive screwdriver. However, the insertion angle was not proper, thus, the tfna end cap could not be inserted. The surgeon removed the tfna end cap and rotated the unknown tfna nail to inner direction, and re-tried to insert the tfna end cap. However, it could not be fully inserted in the unknown tfna nail. The surgeon checked the locking mechanism and confirmed that it was engaged properly. The incision was extended and the unknown tfna nail was rotated further. The surgeon re-tried to insert the tfna end cap using an unknown flexible driver but failed. The surgeon gave up inserting the tfna end cap and left the unknown tfna nail in the patient with no tfna end cap. The surgery was completed with a 30-minute delay due to the reported event. There was no adverse consequence to the patient. Concomitant devices reported: unknown insertion handle (part #: unknown, lot #: unknown, quantity: 1), unknown stardrive screwdriver (part #: unknown, lot #: unknown, quantity: 1), unknown flexible driver (part #: unknown, lot #: unknown, quantity: 1) this complaint involves three (3) devices. This report is for one (1) unk - nails: tfna. This report is 2 of 3 for (B)(4).